Event description:
Home monitoring reported vf episodes that showed noise on the rv channel and ff as well as atrial channel. Lead currently remains implanted.

Manufacturer narrative:
(B)(6) 2022 lead explanted. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.